Event description:
It was reported that the patient experienced an infection at their scs ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.